Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of the failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-tips opened and closed properly. However; the grip-clip test was performed and failed multiple times, the clip was unable to clip onto the tubing during in-house testing after multiple attempts. No grip misalignment was observed. Failure analysis found the secondary failure of cracked input disk to be related to the customer reported complaint. The instrument was found to have multiple input disks cracked when the housing was removed. Hairline cracks were found on grip input disks. This failure likely caused the failed grip-clip test that was observed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument jaws would not close all the way. The procedure was completed with no reported injury.